Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctor visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to a doctor's appointment and was diagnosed with blood glucose (bg) values that dropped to 56 mg/dl. The patient was dizzy, feeling faint and sweating. For treatment, the patient was given apple juice, peanut butter, and graham crackers. The pod was worn longer than 48 hours on the abdomen. The patient was discharged after 1.5 hours. The patient stated that he may be entering the wrong glucose value into the bolus calculator, due to tremors. The pod was discarded.